Manufacturer narrative:
Initial reporter: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. This was detected at the station prior to patient use. There was no patient involved. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter city: (B)(6) . Correction made to g5: PMA/510k #: k900585 (previously submitted as kn90085). H4: the lot was manufactured from november 20, 2019 - november 21, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.